Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was treated for an abdominal aortic aneurysm (aaa) on (B)(6) 2020, with the implant of an alto abdominal stent graft system. It was reported on february 20, 2024, that during a routine follow-up, a type ib endoleak of the right common iliac limb was identified. The patient's status is currently good pending a re-intervention.

Manufacturer narrative:
This MDR was unintentionally submitted as a duplicate. The complaint was captured under MFR# 3008011247-2024-00023. Please disregard the submission MFR# 3008011247-2024-00033.